Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 246 mg/dl and 46 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with juice for low blood glucose. Customer states they unscrewing the insulin pump and the battery cap was stuck on the battery chamber. The customer states they were unable to remove the battery cap. Customer states they had a large, flat-head screwdriver. The insulin pump will be returned for analysis.